Manufacturer narrative:
The subject device has not been returned to omsc, but was returned to (B)(4):. Following additional high level disinfection at (B)(4):, the subject device was sent to a third party laboratory for additional microbiological testing. The testing indicated that no microbes were detected from the subject device. Omsc reviewed the manufacturing history of this device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, microbes were detected from the subject device as follows. The user facility also reported that the subject device had been reprocessed using peracetic acid. There was no patient infection associated with this event reported. Instrument channel: over 84 cfu / 100 ml (enterobacter aerogenes, pseudomonas aeruginosa). Suction channel: over 84 cfu / 100 ml (klebsiella pneumoniae, pseudomonas aeruginosa).

Manufacturer narrative:
This supplemental report is submitting to correct "device product code" and "PMA/510(k) number".